Event description:
Revision surgery required. It was reported that "the patient fell and fractured her right femur, proximal to her right femoral component. The surgeon was unable to fix with a plate or nail and chose to use a proximal femur."

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (revision surgery required) and product code jwh.